Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during daily inspection, the cardiosave intra-aortic balloon pump (iabp) touch screen was not working, when finger was pressed on the screen to operate there was no response.

Manufacturer narrative:
Additional contact details: event site postal code- (B)(6). It was reported that cardiosave intra-aortic balloon pump (iabp) main menu screen did not appear. A getinge field service engineer (fse) evaluated unit and pressed the screen with finger to operate it, but it did not respond. When he checked within the company, the main menu screen did not appear every time he entered the back screen. It's hot. Even when displaying the screen, a different test screen was displayed instead of the main menu screen. When he pressed the selected part with his finger while it was displayed, it did not respond. Fse also confirmed that printing was not possible using the printer's print test. Fse replaced parts of the video generator board and printer. After replacing it, fse repeatedly turned the power on and off, and after confirming that the screen was displayed correctly, fse was able to successfully calibrate the touch. He were also able to confirm that the printer was able to print in a printing test. After that, fse will conduct an inspection based on the service manual. Operation check results were good. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a